Event description:
A pt who was introduced to an induo insulin doser with novolog penfill (insulin apart) due to type I diabetes, experienced hypoglycemia leading to an emergency room visit 10 months later. The pt, who was 22 weeks pregnant at the time of the event, reported that the event occurred because pt did not eat after taking their insulin while at work. Pt stated that they took their normal dose of 6 units of novolog penfill insulin with the induo doser just before lunch. Just as pt began eating pt was called to an important meeting and did not bring their food. Approx 30 minutes later, during the meeting, pt began to feel weak and dizzy. According to their co-workers pt became incoherent and slumped over in their chair. The paramedics were called, and they administered intravenous dextrose. Within a few minutes of the dextros administration, they were alert and oriented. The pt was taken to the hosp and admitted for observation. Pt was sent home approx three hours later. The physician reported that the pt has labile type I diabetes. Pt was trying to achieve excessively tight blood glucose control due to worries about the effect of blood glucose on pregnancy. The physician indicated that pt does not believe the event was caused by the doser or insulin.